Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient's pump was beeping. It was further reported that an empty reservoir had occurred. The patient's pump was beeping and had been for years. It was unknown when the alarm started. The patient told their healthcare provider their pump was dry which was most likely the reason for the alarm. The hcp had no further information regarding the event. No symptoms were reported regarding the event. No further complications were reported or anticipated.